Event description:
Laparoscopic cholecystectomy: "clip applier misfired, m.d. States that when he squeezed the trigger a clip went onto the anatomical structure and a second one came off as well (free in the abdomen)."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.